Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure message was displayed on the cardiosave intra-aortic balloon pump (iabp). There was no reported arterial line waveform or hemodynamic numbers on the iabp. There was a flush bag/line and transducer attached. The customer was walked through the steps to connect the appropriate pressure cables and they were able to transduce an arterial line waveform on the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).